Event description:
It was reported that the intraocular lens (iol) was explanted in a secondary procedure, from the patient's right eye, due to the patient experiencing glare and visual disturbance.

Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted. Placeholder.

Manufacturer narrative:
Additional info: device evaluation - the device was returned and visually evaluated. Visual evaluation with the unaided eye found the sample was received in a zip lock bag. The content of the zip lock bag has two half pieces of a lens. Visual inspection using a microscope at 12x magnification shows the pieces can be identified as a tecnis multifocal acrylic 3-piece intraocular lens. The lens pieces are contaminated, dust particles are present. This is expected as the pieces were transported from controlled environment during manufacturing to a non-sterile, non-environmental controlled area. Visual inspection of the return sample shows the lens was cut in pieces, most probably to make explant possible. Considering the condition of the lens additional analysis is not possible. The complaint cannot be confirmed. All pertinent information available to abbott medical optics at the time of this report has been submitted.

Manufacturer narrative:
Additional information: added date of birth. Device available for evaluation: changed to yes and added return date. Corrected data: report source: corrected to add (B)(6). Device evaluation: a review of the manufacturing records showed no deviations or nonconformities. The documentation showed that the production order was manufactured according to specifications. Optical inspection showed lens was within optical power specifications. There are no associated nonconformity material reports with respect to the order number. Review of the sterilization records showed no deviations. Results of environmental monitoring records showed no deviations for the associated order number. All pertinent information available to abbott medical optics has been submitted.